Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address metal-on-metal sensitivity and pain. Doi (B)(6) 2003 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address metal-on-metal sensitivity and pain.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, clicking, popping, sliding of hip, frequently popped out making walking, standing and getting in and out of a car difficult and painful, metal shavings in blood, corrosive fluid build-up, cannot bend legs or pick things up, has to sit on pillows with legs propped up and unable to ride a bike, horse or motorcycle and cannot roller skate. Revision surgical note reported corrosion at the junction of the head and neck and liner and cup. Stem added to complaint for allegation of elevated metal ions without labs and corrosion. Cup added to complaint for corrosion. The complaint was updated on: may 12, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metallosis.